Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: why the x-rays was not completed? Please provide more details it was not needed due to the size of the needle. What measures were implemented to retrieve the needle? Visual inspection. Was there any additional tissue damage resulting from the search for the needle? None noted. Does the needle remain in the patient¿s tissue? Unknown. If so, is there any plan in place to remove the needle piece in the future? None noted. If so, could you please provide the scheduled date for the removal? None noted. In which tissue structure was the broken needle located? Unknown if needle is in patient what is the surgeon's opinion of the potential consequences for the patient? Unknown. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Unknown. What is the current status of the patient? No patient harm was reported. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. The needle popped off as the surgeon was handing the suture back to the scrub tech after finishing their suture line. The needle was not recovered. No xray was completed. Case was completed successfully. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.